Manufacturer narrative:
D9: product received date 9/16/2024. H3: one device was returned for evaluation with primary complaint of failed downstream occlusion (dso) calibration. This device has not been serviced in the past. The problem could not be replicated. The pump calibrated successfully and passed occlusion testing. However, the event history logs showed multiple instances of upstream and downstream occlusion alarms. No repair was needed to correct the issue. However, the recommendation is to replace both sensors. Replaced upstream occlusion (uso) sensor and downstream occlusion (dso) sensor due to event history logs. The device passed all functional tests after the repair.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed downstream occlusion calibration. The event occurred during testing, there was no patient involvement.